Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving bupivacaine (1.0 mg/ml, 0.091 mg/day - titrated down 10% to 0.0823 mg/day) and dilaudid (5 mg/ml, 0.4571 mg/day - titrated down 10% to 0.4117 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had signs of cerebrospinal fluid leaking (csf) and pooling near the spinal entry site and the pump pocket. There were no known factors that may have led to this issue. A CT (computed tomography) myelogram was performed to address the possible csf leak - the date this procedure was performed was unknown. Surgery was performed today, (B)(6) 2018 to address the csf leak. When the catheter was viewed from the spinal entry site, it appeared there was no longer a purse string suture and the anchor was lying flat against the fascia. The hcp elected to replace the anchor and placed a new purse string suture at the entry site. Prior to any changes made, the catheter was aspirated via the catheter access port. The spinal (tip) segment was cut near the spinal entry site; the spinal segment was pulled back approximately 3 inches in order to place a new anchor. Once the anchor was in position, the new pump segment (model 8784) was introduced and connected to the existing spinal segment. There were no complications during this surgery. The patient status was 'alive - no injury.' The issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient continued to have substantial difficulty with their pain pump and catheters. Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) indicated the patient had been under care of a different hcp since (B)(6) 2018 for pump management. The patient was scheduled for a dye study and a computed tomography (CT) scan to follow on (B)(6) 2019 . It was noted that the patient was seen in office on monday, january 17th for a pump refill. The patient reported a 10/10 pain score as well as horrible spinal headaches, cycles of feeling withdrawal followed by boosts of overmedication explained as feeling "foggy and goofy". It was noted all of the symptoms were consistent across visits since (B)(6) 2018 . The hcp noted that on (B)(6) 2017 the pump was easy to access with no swelling of the pocket, but did palpate swelling at the site of the patient's spinal incision. The patient was scheduled to see another hcp on (B)(6) 2019 and the hcp would like to explant the entire system if they cannot find a leak, but based on the patient's ongoing symptoms and the hcp's hesitancy to do a dye study prior to surgery, the hcp ordered a dye study with CT prior to appointment. It was stated that it was su spected that the patient has a cerebrospinal fluid (csf) leak coming from a "ghost catheter." The patient's pump was currently set to 0.7mg simple continuous infusion of hydromorphone in addition to the patient taking 32mg daily of oral dilaudid. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the catheters and anchors were disposed of by the facility, and would not be returned for analysis. No further complications were reported.